Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in the event is filed under a separate medwatch report number.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization during the procedure was difficult. One clip delivery system (cds) (ntw) was advanced into the patient anatomy. Upon insertion the physician decided a different clip size was needed and the clip was removed from the patient and replaced. Another clip (xtw 10722r219) was advanced into the patient anatomy, during attempts to grasp the leaflets it was noted that one gripper remained fully raised. The clip was retracted into the left atrium where the issue was confirmed. Therefore the cds was removed from the patient and replaced. An xtw (20322r253) was advanced in the patient and successfully implanted. An xt was prepped and inserted into the steerable guide catheter (sgc) and it was noted that the previously implanted clip (xtw 20322r253) had detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion this was due to patient anatomy and the leaflet had torn. The xt was removed and not implanted. The patient underwent valve replacement surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. The reported poor image resolution was difficult to visualize the clip during procedure due to patient¿s anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.d9: device is not available for evaluation.